Event description:
An advocate from (B)(6) stated her daughter's blood glucose was tested on two contour link meters and the readings were 75 and 475mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer test strips are expected to be returned for evaluation. Replacement meters and strips were sent.

Manufacturer narrative:
The model# was not provided. In some countries outside the u.s, customer information is not provided due to privacy laws.